Manufacturer narrative:
Siemens filed the initial MDR 1219913-2019-00070 on april 30, 2019, 05/06/2019 additional information: the customer observed one falsely elevated advia centaur xpt troponin ultra (tni-ultra) result. The two repeats on the same sample with the same reagent pack gave low /normal results which were expected for this patient. Quality control (qc) was in range at the time the sample was run. The repeats were done on the same sample tube with the same reagent pack. No instrument issues were observed. The customer did not observe further issues on this assay with any other patient samples. While there is insufficient information to determine the cause of the false results, preanalytic factors leading to fibrin interference on the initial aspiration as the causative agent cannot be ruled out. Preanalytic variables can affect the quality of the sample, and can lead to erroneous results. No product problem identified. No further evaluation of the device is required.

Manufacturer narrative:
The quality control (qc) was within range when the patient samples were run and no system errors were observed. The tube type was plasma. The spin time and rpm are 3500g, rcf 1.9, at 10 minutes. All three tni-ultra results were generated from the same reagent pack. The cause for the discordant advia centaur xpt tni-ultra results is unknown. Siemens healthcare diagnostics is investigating. The instruction for use (IFU) under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
A falsely elevated advia centaur xpt troponin ultra (tni-ultra) result was obtained for a patient sample. The patient sample was repeated twice and the results were negative. The negative result was reported. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant tni-ultra result.